Manufacturer narrative:
(B)(4). The complaint states that the patient experienced a hypoglycemic event on (B)(6) 2015, resulting in loss of consciousness. It should be noted that diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom technical support on 09/13/2015, to report a hypoglycemic event resulting in loss of consciousness on (B)(6) 2015. Patient reported being on a train ride at the time of the event. Patient was not receiving any readings from his receiver for 2-3 hours while on the train, prior to the event. Patient reported emergency medical technician's (emt) were called. Patient was administered intravenous (IV) fluids for 20-25 minutes before he regained consciousness. Additionally, patient was given snacks until he was stable. Once stabilized, patient was able to continue train ride. Patient stated that he was not sure what caused the loss of consciousness. Patient does not remember much of what happened. Patient further reported that paramedics took a finger stick blood glucose (bg) reading at the time of event, and reported bg level at severe low of 29mg/dl. At the time of contact, patient reported his current condition as good. No additional event or patient information is available.